Event description:
A user facility reported to olympus that error "e103" occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty xenon lamp. The xenon lamp ignited intermittently and when not ignited, error "103" occurred. To resolve the problem, the lamp was replaced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the equipment was inspected and found that the xenon lamp was not igniting properly and would turn on and off intermittently. This error confirms the spare lamp error 103 reported and was determined to be due to a faulty xenon lamp. After changing the xenon lamp, the equipment worked fine. Olympus will continue to monitor field performance for this device.